Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain and injury.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Initially reported as explanted; na. Concomitant medical products: 00598005701, nexgen precoat stemmed tibial component, lot 61878047; 00598801215, nexgen straight stem, lot 61867680; 00598801215, nexgen straight stem, lot 61887163; 00599405012, nexgen articular surface, lot 60701182; 00597206638, nexgen all poly patella, lot 61870018. This report is number 3 of 7 mdrs filed for the same patient. (Reference: 0001822565-2016-03198, 0002648920-2017-00069, 0002648920-2017-00070, 0002648920-2017-00071, 0001822565-2017-00972, 0001822565-2017-00975, 0001822565-2017-00991).

Event description:
It is now reported that the patient underwent a knee arthrosopy with removal fibrous tissue due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Primary surgical notes were provided; and proper surgical technique was followed. "There was excellent tracking of the patella and no palpable clicking or clunking. The patient was awakened, extubated and transferred to the recovery room in stable condition." Revision surgical notes were provided and included statements that "the patella component was challenged showing no signs of loosening. Once the tibial insert was removed, we proceeded then to challenge the femoral component and the tibial component showing no signs of loosening". Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.